Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius customer service having experienced peritonitis. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported that this patient presented to the outpatient clinic on (B)(6) 2025 with abdominal cramping. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained in the outpatient clinic on (B)(6) 2025 presented with no growth in the culture and a wbc count of 2457/mm3. The patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd therapy on the liberty select cycler at home. It was explained that this infection may have been from a previous peritonitis diagnosis on (B)(6) 2025; however, because the peritoneal effluent fluid cultures yielded no growth, the offending pathogen was unknown by the outpatient clinic, and the infection could not be categorized as recurrent. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 2000 mg every four days and ip ceftazidime at 2000 mg daily which will change per clinic protocol and laboratory titers. The patient is recovering from these events while on antibiotic therapy at home. It was reported that the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler as before these events.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius customer service having experienced peritonitis. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported that this patient presented to the outpatient clinic on (B)(6) 2025 with abdominal cramping. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained in the outpatient clinic on (B)(6) 2025 presented with no growth in the culture and a wbc count of 2457/mm3. The patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd therapy on the liberty select cycler at home. It was explained that this infection may have been from a previous peritonitis diagnosis on (B)(6) 2025; however, because the peritoneal effluent fluid cultures yielded no growth, the offending pathogen was unknown by the outpatient clinic, and the infection could not be categorized as recurrent. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 2000 mg every four days and ip ceftazidime at 2000 mg daily which will change per clinic protocol and laboratory titers. The patient is recovering from these events while on antibiotic therapy at home. It was reported that the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler as before these events.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal cramping. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s infection can be attributed to a break in aseptic technique during pd therapy with no indication of a contributing deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. Nonadherence to asepsis during pd through touch contamination is the leading source of transmission of peritonitis causing pathogens. Though effluent fluid cultures yielded no growth, a reduction in symptoms in response to antibiotic therapy provided evidence of a resolving peritonitis infection. Therefore, the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.